Event description:
Customer reported data error message on boot up. No pt involvement or injury.

Manufacturer narrative:
Service rep re-configured cmos utility parameters. Replaced power good cable on single board computer. Tested system, system operates as intended.